Event description:
An optometrist reported that a patient experienced blurry vision in the left eye upon awakening two days following bilateral lasik surgery. The patient was noted to have a corneal abrasion. A bandage contact lens was placed and sodium chloride hypertonicity ophthalmic solution drops prescribed. The cause of the abrasion is unknown. In a followup, the technician reported the event is improving. The bandage contact lens was removed, topical steroid dosage was decreased. Previous prescribed medications were continued, and the patient will return for routine follow up.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).